Event description:
It was reported that pump experienced repeated cartridge alarms, including cartridge alarm 20, with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, provided instructions for placing old pump into storage mode, and instructed customer to return problematic pump within 10 days and to program pump settings and reconnect continuous glucose monitor to replacement pump.